Event description:
The lead assembly was explanted and returned for analysis after being explanted due to device extrusion (previously reported in MFR. Report # 1644487-2019-02073). The lead connector boot has partial detachment from the connector ring at the front edge. No obvious adverse effect was identified on the device performance as a result of this condition. Scanning electron microscopy images of the connector pin showed that pitting or electro-etching conditions have occurred at pin surface. An energy dispersive spectrometry (eds) analysis was performed on the sample of the reddish-brown substance observed on the pin. The analysis showed the presence of elements consistent with stainless steel 316. The higher percentage of iron in this sample suggests oxidation may have occurred. Note that since a significant portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No other relevant information has been received to date.